Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted infusion pump. It was reported the hcp didn't install the pump correctly and the patient started bleeding a lot. It was noted the patient had to go back to the hcp for surgery to fix the issue but it still didn't work. The patient was able to find a surgeon who installed a new pump. Omitted information pertaining to (B)(4).